Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "display reboot during ventilation. According to the user, the display went black for a short time and then worked again." No health impact and consequence were reported.

Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: the reported issue was most likely caused by a temporary loss of connection between the mainboard, ventilation unit (vu) esm, or ac power supply, occurring at a time when the batteries were either incorrectly inserted or in poor condition. Logfile analysis confirmed a brief panel disconnection without evidence of a reboot. Visual inspection revealed no hardware damage, and the error could not be reproduced (re-constructed). As a corrective measure, the mainboard, vu esm, and batteries were replaced. The investigation concludes with multiple potential contributing factors (which were eliminated by replacing the mainboard, vu esm, and batteries), but no single root cause could be confirmed. Corrected: h6 section imdrf codes were updated/corrected.